Event description:
Pt isolette and draped for procedure. Isolette left open for 40 minutes. When drapes removes, reddened skin noted on right side of body from foot to axilla. Blisters noted on right foot.